Manufacturer narrative:
D4 unique identifier (UDI) for lgx 15cm: (B)(4). D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the cylinder connecting tube was found. The pump was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the cylinder connecting tube was found. The pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Momentary squeeze (ms) pump kink resistant tubing (krt) was worn to the filament and had a hole from fatigue; the pump did not pass the leak testing due to the observed hole. Based on the information available and analysis results, the hole identified in the pump krt could have caused or contributed to the reported clinical observation of mechanical problem. Updated initial reporter email e1.

Manufacturer narrative:
D4 unique identifier (UDI) for lgx 15cm: (B)(4). D4 unique identifier (UDI) for reservoir: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Momentary squeeze (ms) pump kink resistant tubing (krt) was worn to the filament and had a hole from fatigue; the pump did not pass the leak testing due to the observed hole. Based on the information available and analysis results, the hole identified in the pump krt could have caused or contributed to the reported clinical observation of mechanical problem.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the cylinder connecting tube was found. The pump was explanted and replaced. No patient complications were reported.